Event description:
It was reported that the patient presented in clinic for follow up. Upon review it was noted that right ventricular lead had insulation damage. The lead was capped and replaced on (B)(6) 2023. The patient was in stable condition post-procedure.